Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the patient experienced an infection around the abutment site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The patient also underwent skin revision twice (specific date not reported) in order to debride the affected area.

Manufacturer narrative:
Per the clinic, the patient underwent a third skin revision general anesthesia (specific date not reported) in order to debride the affected area. This report is submitted on august 07,2023.